Manufacturer narrative:
An investigation is in process. A supplemental report will be filed when the investigation is complete.

Event description:
Nurse alleged the pump over infused 20ml when pump was off. The pt was in respiratory distress and was unresponsive. The pt was given narcan 0.4mg IV. The pt fully recovered. The pump had just been placed on the pt and not turned on yet. The over infusion occurred during the process of programming.